Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, a patient had a revision tha to replace the psl cup, insert and head due to a cup loosening with osteolysis. The omni flex stem (1052-) was remained because the stem fixation was very good.